Manufacturer narrative:
Follow-up #1: date of submission 10/6/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings:.unable to confirm complaint of blank screen. Display is dim, pink. Opened pump, no damage to display connector or display flex cable. Display connector latch is secure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 02/17/2017 - correction to serial #.